Manufacturer narrative:
Results evaluation codes: investigation: visual examination of the event sample confirmed the customer complaint of inflation line detachment. A review of out complaints history confirmed this to be the ninth complaint for inflation line detachment on this product code in the past five years. Though, there have been complaints of this nature on this product code, these are historical and do not indicate a systematic failure during manufacture, especially when compared with sales of products. A review of manufacturing records was not possible as the user facility did not record the lot number. A further review of manufacturing records confirmed the presence of an inflation check carried out on 100% of this line. Root cause: the root cause for the inflation line detachment is operator error during manufacture. An excess of bonding solvent during assembly likely caused the inflation line to degrade upon entry into the tracheal tube. Corrective action: corrective action was generated to evaluate the process in an effort to implement improved control to prevent excess thf from being applied. Corrective action includes development and installation of new solvent dispenser fixtures for the bonding operation in order to have better control in application of the thf.